Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and these implantable leads exhibited multiple inapropriate atrial tachycardia response (atr) mode switches. These switches were a result of cross talk/farfield sensing of p waves by the right ventricular lead. This oversensing resulted in brief episodes of pacing inhibition. Technical services discussed options to reduce the likelihood of brady pacing inhibition, including repositioning the ventricular lead. There were no reports of syncope.